Event description:
On (B)(6) 2013, an sjm representative met with the pt for programming. When stimulation/amplitude were increased the pt experienced pain at the ipg site while changing position. An impedance check revealed low impedance. The pt will undergo surgical intervention to address the issue(s).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.